Event description:
The event is reported as: alleged issue reported: the stapler jammed during use in the procedure. No injury reported.

Manufacturer narrative:
Device sample not received by MFR in time for this report. No lot # is available. A visual or functional inspection could not be conducted since the product was not returned. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.